Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer was also experiencing high blood glucose levels. The customer was unavailable to troubleshoot because he was traveling. The customer's wife stated that he would call back when possible. The customer's blood glucose was unknown. Nothing further reported.